Event description:
It was reported that the customer had high blood glucose and customer's insulin pump is not alarming it doesn't knowledge customer when is something wrong. Caller stated that the customer's blood glucose reading is 445 mg/dl and she is taking customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.